Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly the patient underwent left thr for oa on (B)(6) 2016. The patient experienced dislocation six weeks post-operatively and was reduced at (B)(6) hospital. The patient impinged posteriorly and reported pain and instability. The patient was revised on (B)(6) 2019. 28mm size head was replaced with 40mm size, cup, liner and head were revised with a competitor's ceramic on ceramic components. Revising surgeon reported cup misalignment; poly liner was posterolateral at 1 o'clock whereas 9 to 10 o'clock would have been more suitable. The surgeon also reported excessive poly wear.